Manufacturer narrative:
The product was not returned for evaluation.it was reported the cannula was not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16 using the pod 5 / pages 44 - 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the customer's blood glucose reached 302mg/dl while wearing the pod on her hip/buttocks for between 4 and 24 hours. It was also stated that the cannula never went into the skin, but was imprinted in and scratched the skin. There was no insertion hole at the site. The cannula also appeared bent at a 90 degree angle when the pod was removed. Insulin could be smelt of the bottom on the adhesive. Treatment included giving mdi (multiple daily injections) of 2 units and 10 units. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. A kink was found in the cannula, however it was considered to have occurred post use due to the location matching with the edge of the cannula window. The customer complaint of the cannula being bent at a 90 degree angle could not be confirmed.